Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned loaded in the rotalink burr, it could be removed. It was inspected and it has the body kinked in the middle of the device in several sections and near to the proximal section. All outer diameters are within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-10184. It was reported that the burr became stuck on wire. The target lesion was located in the coronary artery. A 1.50 mm rotalink¿ plus and a rotawire were selected for use. During preparation, it was noted that the burr became stuck on wire as it was not passing freely back and forth. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2016-10184. It was reported that the burr became stuck on wire. The target lesion was located in the coronary artery. A 1.50mm rotalink¿ plus and a rotawire were selected for use. During preparation, it was noted that the burr became stuck on wire as it was not passing freely back and forth. The procedure was completed with another of the same device. There were no patient complications reported.